Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the home patient (hp) on (B)(4) 2010 regarding the disconnection. The hp stated that the bag had accidentally fallen off the table, and that there were no loose connections or defects noticed on the supplies. Per the hp, she did not have any injury or harm as a result of this incident. The hp stated that she discards supplies after therapy. Per the hp, she is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the blade was broken off outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1 of 5. Per the initial report, the home patient (hp) was awake when the supply bag fell and disconnected. Gts assisted the hp with ending therapy. Gts suggested letting the nurse know that the supply bag became disconnected. The hp will set up with new supplies. There was no injury or medical intervention reported. No additional information was available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.